Manufacturer narrative:
Upon receiving additional information, it was determined that the part referenced should not have been reported as it was not believed to have contributed to or caused the event. The initial report should be voided.

Event description:
Upon receiving additional information, it was determined that the part referenced should not have been reported as it was not believed to have contributed to or caused the event. The initial report should be voided.

Manufacturer narrative:
(B)(4). G2: australia. The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products: unk knee bearing lot# unk; unk knee femoral lot# unk.

Event description:
It was reported that the patient was revised due to infection. Due diligence is in progress for this complaint; to date no additional information or product has been received.